Event description:
The customer reported a secondary infusion completed too quickly. Piperacillin/tazobactam 3.375 gm in 50ml d5w was programmed to infuse over 4 hours, at 12/5ml/hr via a central line. Th ern noticed approximately 15 minutes later that the bag was empty and the secondary tubing was dry. There was no patient harm or medical intervention. Although requested, no additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4): devices not received, log review only. The customer stated the tubing will not be returned because the tubing was not sequestered. Customer has requested an event log review. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.